Manufacturer narrative:
No patient involvement was reported. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during inspection of devices it was noted that the turning tip of the drill bit for proximal femoral nail antirotation (pfna) is broken. No patient involvement was reported. This report is for one (1) drill bit for pfna. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No patient involvement was reported. Part: 356.834; synthes lot: 2655849; release to warehouse date: november 03, 2010; manufacturing site: bettlach; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation selection , investigation site: cq zuchwil; selected flow: 5. Broken . Visual inspection: the visual inspection has shown that approximately 8mm from the fluted tip section is broken off as complained. The broken tip was not returned for evaluation. The returned drill bit is all in all in used condition. Dimensional inspection: not required per selected investigation flow as root cause is use related. Drawing/specification review: not required per selected investigation flow as root cause is use related. Material review: the material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. The measurements of the hardness after the hardening procedure were between 53.3-54.4 hrc also within the specification of 52 +3/0 hrc. Summary: the received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot of (B)(4) pieces was manufactured in november 2010 according to the specification. We are not aware of any other complaint for this article- and lot combination. Based on that, and the condition of the item, a product related issue can be excluded. Unfortunately, the exact cause which has led to the breakage could not be determined. Based on the fact that the drill bit is more than 7 years old and because of the obvious wear marks, we do suppose that the cause of the breakage is the result of mechanical overload situations during a long period of time in use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.